Event description:
The user received erroneous vitamin b12 results and repeated testing on 39 pt samples, of which 19 results were corrected. The user provided results for 34 pts and 1 was found to be discrepant. The initial result was 459 pg per ml, repeat result on (B) (6) 2009 was 294 pg per ml. The initial and repeat testing was performed in a 10 ml kova serum tube that was not respun prior to the repeat testing. The user states there were no adverse effects to the pts.

Manufacturer narrative:
The field service rep determined there was inadequate bead mixing due to build up of foreign material on the mixing paddle. He checked all the probe adjustments, alignment of sipper tubing and all tubing seals. He verified proper lld voltages for the sipper, sample, and reagent probes and verified the pressure sensor voltage. He replaced the pinch tubing and all syringe seals, cleaned foreign material build-up from mixing paddle and checked paddle for straightness. Performance tests were performed to verify the analyzer operation.